Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead tip was found bent. The deformation probably occurred during the implantation procedure due to mechanical stress. The insulation was punctured 32.5 cm distal to the is-1 connector pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to it perforated the right ventricle. Patient complained of chest pain within a few hours after implant. Bipolar lead failure was found on interrogation the morning on (B)(6) 2025. The physician thought the lead tip looked weird, and was possibly kinked at the tip, as he was putting the lead down the right side of the heart. Lead testing was normal at implant. Should additional information be received, this file will be updated.